Event description:
The manufacturer received a work order reporting that the DS2Adv Auto CPAP device exhibited thermal damage in main PCA board and the complaint was confirmed. The PCA requires replacement. The device has been crushed and disposed of. There was no report of serious or permanent harm or injury. There was no report of medical intervention.The device has not yet been returned to the manufacturer for evaluation. If any additional information received, a follow-up report will be filed.